Event description:
Treatment of a left superior hypophyseal ica (internal carotid artery) aneurysm in tortuous anatomy. It was reported that the patient underwent pipeline embolization treatment involving a total of three pipelines. During deployment of the third pipeline, it could not be released from the capture coil and was pulled back into the microcatheter; however, the pipeline and capture coil were lodged in the sheath and the distal tip along with capture coil separated from the pushwire. The broken distal pushwire tip and capture coil were successfully snared from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, broken distal segment of the pushwire, marksman catheter, navien catheter, and sheath were returned for evaluation. The pipeline was found released from the capture coil; therefore, that event cause could not be determined. Cross sectional analysis of the broken distal pushwire segment indicated that the failure mode was due to ductile and shear overload.pushwire separation.(B)(4).